Event description:
Dislocation of the right reverse total shoulder implant in (B)(6) 2014 and then again in (B)(6) 2014. Right chronic irreparable rotator cuff tear and pseudoparalysis of the right upper extremity noted on (B)(6) 2014. The implant became dislocated after the surgery on (B)(6) 2014 necessitating a revision surgery in (B)(6) 2014. Implant became dislocated after the revision surgery on (B)(6) 2014, so a second revision surgery was performed on (B)(6) 2014. Right unstable reverse total shoulder replacement with recurrent dislocation noted on (B)(6) 2014. Timeline: chronic irreparable rotator cuff tear and pseudoparalysis of the right upper extremity necessitating surgery. On (B)(6) 2014: right reverse total shoulder surgery. On (B)(6) 2014: dislocated right reverse shoulder prosthesis necessitating a revision surgery on (B)(6) 2014. On (B)(6) 2014: another dislocation of the right reverse total shoulder prosthesis necessitating another revision surgery on (B)(6) 2014. Parts used during surgeries: biomed comprehensive reverse shoulder 6.5 mm central screw: ref (B)(4), lot 203870, exp 11/2023; biomed fixed locking screw: ref (B)(4), lot 465180, exp 05/2023; biomed versa-dial shoulder system comprehensive standard adaptor: ref (B)(4), lot 689660, exp 12/2023; biomet comprehensive shoulder system primary length shoulder stem: ref (B)(4), lot 781530, exp 03/2021; biomet fixed locking screw: ref (B)(4), lot 172390, exp 04/2023; biomet fixed locking screw: ref (B)(4), lot 027490, exp 07/2023; biomet comprehensive reverse shoulder e1 humeral bearing/standard: ref (B)(4), lot 22080, exp 11/2018. On (B)(6) 2014: biomed comprehensive reverse shoulder humeral bearing/standard: ref (B)(4), lot 278670, exp 12/2018; biomet comprehensive reverse shoulder humeral tray: ref (B)(4), lot 116690, exp 02/2024. Glenosphere 41 +6, humeral tray 44+5, standard e1 poly bearing. Biomet comprehensive reverse shoulder humeral tray: ref (B)(4), lot 477950, exp 12/2023.